Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting corail hip stem with anterior stem inserter shaft (corail/tri-lock) ref#(B)(4) inserter tip broke off into lateral shoulder of implant. Broken tip was not retrieved. Patient consequence? :no. Action taken for procedure:hospital notified risk management of events that took place. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.